Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. Csi ID# (B)(4).

Event description:
During use of a coronary diamondback orbital atherectomy device (oad) a perforation occurred and the patient later expired. The target lesion was located on the mid side of the left circumflex artery (lcx) and was treated via the radial approach. The vessel was mildly tortuous with a reference diameter of 3.5 mm. The oad was operated on low speed for two treatments in the lcx, following which a perforation occurred. Stent placement could not be performed via the radial site, so a second access site was opened at the femoral artery in an attempt to resolve the perforation. A covered stent was advanced towards the perforation and came off of the balloon. The stent was retrieved and deployed into the iliac artery. A second stent was advanced and was unable to be delivered, and the perforation was not resolved. The patient was sent to the intensive care unit in stable condition, however at the request of the family no hemodynamic support system was used. The patient expired overnight. The patient had been previously diagnosed with end stage renal disease and cancer and required a transplant. Per the opinion of the physician, the patient death was related to the poor health condition of the patient and the perforation.